Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. There was no reported adverse impact to the customer's blood glucose level. Technical support instructed the customer on troubleshooting steps, but the problem persisted. As a resolution, the customer was advised to keep the pump plugged into a power source to use the screens until a replacement pump, as the current one was out of warranty, could be provided.